Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4) the device was curved more than 90 degrees. The clip delivery system was received. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
This report is submitted to report the atypical clip movement in the left atrium. Atypical clip movement has the potential to cause tissue injury. It was reported that this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 4+. The clip delivery system (cds) was advanced into the left atrium without issue. Once in the left atrium, during initial delivery catheter (dc) steering, the cds was curved over 90 degrees using the m knob. Following, the dc shaft was not responding in the intended direction. Per imaging, the dc shaft had a set bow shape and would bow medially during advancement. The device was removed without issue and another cds was used in replacement, reducing the mr to 1+. There were no adverse patient effects and there was no clinically significant delay. There was no additional information provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no other incidents reported from this lot. The mitraclip system instructions for use (IFU) states to not deflect the sleeve tip more than 90 degrees as device damage may occur. In this case, it was reported that during initial delivery catheter (dc) steering and before translation, the clip delivery system (cds) was curved more than 90 degrees; thus, it is likely that this user error contributed to the reported user experience. All available information was investigated and the reported dc shaft bend leading to difficult positioning the device was confirmed. The investigation determined the reported dc shaft bend resulting in the difficulty positioning the device appears to be related to user error due to curving the sleeve more than 90 degrees. Based on the information reviewed, there is no indication of a product quality issue with respect to design, manufacture, or labeling of the device.